Manufacturer narrative:
The customer complaint of cracked bezel posts was confirmed. The customer returned fifty three lvp mechanism sub-assemblies for investigation. Physical inspection of the returned fifty three lvp mechanism sub-assemblies was also performed. Thirty eight lvp mechanism sub-assemblies were found to have at least one separated bezel boss post, three of these had all six bezel bosses separated. The subassemblies were all found with bezels with (B)(6) 2013 manufacturing date codes. Fourteen (lvp mechanism sub-assemblies were found to have at least one cracked bezel boss post, four of these had four bezel bosses cracked. The subassemblies were found with bezels with (B)(6) 2013 manufacturing date codes. One lvp mechanism sub-assembly was not found to have any separated or cracked bezel boss posts. The subassembly was found with an (B)(6) 2013 manufacturing date code. (B)(4) was previously opened to further investigate the issue with separated bezel posts. The initial outcome could not determine any root cause for the separated bezel bosses, however the issue is still under investigation and a definitive cause has yet to be determined. Broken bezel bosses have been previously risk assessed via dir: (B)(4). "A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode." The customer stated that there was no patient involvement.

Event description:
The customer reported visually damaged bezel posts on 56 devices. There was no report of patient involvement.